Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 18011sgm2, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012. A sample was requested but was not returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends; an increase was noted and could be attributed to an increase in shipment quantity. A device history review for lot 18011sg m2 was acceptable. There were no related manufacturing or facility issues and there were no design/formula/packaging/labeling changes found within in a one year review period prior to the date of manufacture for lot 18011sg m2 (28-jun-2010 to 29-jun-2011). Retain samples were evaluated for lot 18011sg m2 and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 18011sgm2, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012. A sample was requested but was not returned. A review of the trending data by product family reach total care plus whitening toothbrush for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends; an increase was noted and could be attributed to an increase in shipment quantity. A device history review for lot 18011sg m2 was acceptable. There were no related manufacturing or facility issues and there were no design/formula/packaging/labeling changes found within in a one year review period prior to the date of manufacture for lot 18011sg m2 ((B)(4) 2010 to (B)(4) 2011). Retain samples were evaluated for lot 18011sg m2 and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a field sample was received and as per the manufacturer the claimed toothbrush was manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined. The returned sample was broken however the breakage had occurred at a point that was clamped during testing. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Although this complaint was confirmed due to the returned sample, the disposition of this complaint was not confirmed as it could not be attributed to a manufacturing defect. Monitoring of complaint trends would continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 18011sgm2, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed, that the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.